Manufacturer narrative:
(B)(4).

Event description:
It was reported that auto-mode switch episodes due to far r-wave oversensing were observed via remote transmission. The patient was asymptomatic. The recommended programming changes will be made at the next in-clinic visit. The patient remained asymptomatic.